Event description:
Customer reported her freestyle lite meter did not turn on upon test strip insertion. Customer reported losing consciousness and fell on to the ground and injury her head. Customer reported taking her normal diabetes medication to counteract her symptoms. In addition, customer reported using incompatible test strips. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is the final report. The reported event relates to user error; therefore, product investigation is not needed. Replacement test strips were sent to the customer.